Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated that during auto test hardware low level failures alarm recurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged pump error 63 and 4 found on (B)(6) 2021. Device passed displacement test and self test. The test p-cap locks properly in place in the reservoir compartment, however, damaged retainer ring was noted. Device was cut open to perform visual inspection and no moisture or physical damage was found. Device successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on (B)(6) 2021 at 16:08 and 17:34, as well as pump error 4 on (B)(6) 2021 at 16:08 due to broken trace pin6 on keypad assembly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, broken trace, cracked retainer, retainer knit line damage and minor scratches on lcd window. In summary, customers alleged pump error 63 and 4 were confirmed by looking at the history files. These errors were due to a broken trace on the pin6 located on the keypad assembly. Additionally a damaged retainer ring was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.